Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the jaws did not open at the 6th or 7th firing. The event occurred when the device was fired outside the patient. Another competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the surgeon try to pull the trigger from the handle? ---no information. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? ---no information.

Manufacturer narrative:
(B)(4). The analysis results of the found that the device was received with one jaw broken at bifurcation. The device was disassembled and evidence of corrosion was found throughout the broken area. Eight remaining clips were found on the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. The batch record was reviewed and no anomalies were noted during the manufacturing process.